Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device did not send pulses in the pacemaker function during an ICU. Defibrillators are life-saving devices, therefore failure to pace will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to pace. In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to pace. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.